Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. The right ventricular lead had exhibited high thresholds and sensing had decreased. During the explant procedure, the lead was found to be dislodged and was replaced. The patient's condition post procedure was stable. The patient would continue to be monitored regularly.